Manufacturer narrative:
An evaluation of the returned the trestle plate screw indicated the device was properly manufactured to design specifications. Visual, dimensional and functional inspection detected no anomalies.

Manufacturer narrative:
An evaluation of the suspect device is currently being conducted. Upon completion a follow-up submission will be provided.

Event description:
A two level trestle anterior plating system and six screws were implanted in the patient on (B)(6) 2011. One month post-op x-rays (taken (B)(6) 2011) revealed one of the self drilling screws had fractured approximately mid way of the threaded shaft. On (B)(6) 2011 - patient underwent revision surgery to remove the fractured screw. The top proximal section was removed while the bottom threaded portion remains anchored in the patients vertebrae. While retrieving the top section of the fractured screw, the screw opposite became detached from the trestle construct as the plates locking slide was shifted. The screw migrated inferiorly and was unable to be retrieved at the time.